Event description:
It was reported that the patient had new pico dressing and pump applied on a small wound in the inner arm with foam filler, it worked for 24hrs then all the lights came on permanently and the pump stopped working.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned for evaluation. Visual inspection reported no defects. The functional evaluation found that when fresh batteries were inserted, all indicator lights were solidly illuminated. Device performance data shows the device entered a non-recoverable error state after functioning for 116 hours. The device entered an nre state as the motor current was out of range, establishing a relationship between the reported event and device. The root cause was deemed as a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.